Manufacturer narrative:
The insulin pump passed the self test, prime, rewind, occlusion test and power up with no observations. The reservoir was filled and primed with no issues. A 10 unit bolus was programmed with no issues. No prime anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The caller reported that the insulin pump would not prime properly. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.